Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an alert but the remote monitor transmission did not show any problems according to the ho spital. Three days later, the patient received an inappropriate shock due to lead noise and a suspected fracture. The physician decided to explant and change the system, but the lead was abandoned. No further patient complications have been reported as a result of this event.